Manufacturer narrative:
The recipient's infection reportedly resolved.

Event description:
The recipient is reportedly experiencing a skin flap infection and swelling followed by device extrusion. The recipient presented with an abscess. The recipient had the abscess drained and proline removed. The recipient underwent plastic surgery twice to repair the skin flap, however, the infection recurred. On (B)(6) 2018, the recipient's device was explanted. The recipient is healing.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed as well as damaged silastic overmold on both top and bottom covers. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The residual gas analysis test revealed results above the limit indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. This device was explanted for medical reasons. This is the final report.

Manufacturer narrative:
The recipient reportedly underwent 2 plastic surgeries on (B)(6) 2018 and (B)(6) 2018. The recipient was hospitalized for 2 days. The external visual inspection revealed the electrode was severed as well as damaged silastic overmold on bot top and bottom covers. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. This is the final report.